Event description:
Country of complaint: (B)(6). Primary operation: (B)(6) 2014. Post operative periprosthetic fracture. Operation: htep left (exciatl) on (B)(6) 2014 with no complications. On (B)(6) 2015 operation: implanted (exciatl 8, plasmafit 50mm, kopf s). Pt discharged (B)(6) 2015. Pt had a turn trauma on the stairs, and since has had increasing pain. Re-operation (B)(6) 2015 to change the shaft. This pt had meningitis as a child with resulting light spasticity.

Manufacturer narrative:
Manufacturing site evaluation: products were not provided for evaluation. There were 10 patients reported, who had postoperative periprosthetic fractures. Time spans of fractures was from 10 days to 4.5 months post-op. Post operative medical intervention was necessary. As no product was available for evaluation and lot numbers are unknown, a review of the manufacturing history is not possible. The alleged failure is most probably patient related. All of the affected patients have osteoporotic bones with a high risk of fracture. Information in the IFU clearly states: do not use in the presence of: acute osteoporoses or osteomalacia. There is no indication of a design or product deficiency. Corrective / preventive action: not applicable. Med watch reports were filed for each of the 10 patients, report numbers are: 3005673311-2015-00061, 3005673311-2015-00062, 3005673311-2015-00063, 3005673311-2015-00064, 3005673311-2015-00065, 3005673311-2015-00066, 3005673311-2015-00067, 3005673311-2015-00068, 3005673311-2015-00069, 3005673311-2015-00162.

Manufacturer narrative:
U.s. Reporting agent notified on: (B)(4) 2015. Manufacturing site: evaluation on-going.